Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00772. It was reported the pt's (new zealand) stimulation is not in the correct area. In addition, it was reported the pt is experiencing difficulty turning the ipg on and off via the magnet. Surgical intervention will be undertaken at a later date to address these issues.